Event description:
A customer reported an issue of high blood glucose levels with the value displayed as "high"; specific value was not provided. Cause was not known. The customer took corrective actions by administering a correction bolus via the pump. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.